Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -17.5/5.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022 as a replacement lens. Reportedly the lens remained deviated after replacement. Deflection is still obvious and the vault is only 219um. Doctor considers patient's suspensory ligament dysplasia. The lens remains implanted.

Manufacturer narrative:
Pt info:unk. This product is not marketed in the us. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with reside/debris on product in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -17.5/5.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022 as a replacement lens. Reportedly the lens remained deviated after replacement. On (B)(6) 2022 the lens was explanted. This resolved the problem. The cause is unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).